Manufacturer narrative:
Labeled for single use or reuse. Device not returned, no evaluation can be performed.

Event description:
On 01/27/2010, our firm received an email from a pt reporting an "eye infection for the first time in 20 years of wearing contacts. Then my doctor gave me these again a couple years later since my old brand was going to get harder to find". The pt reported that after resuming contact lens wear, that he/she developed "an eye infection and an ulcer" (sic). The pt reported that he/she was wearing acuvue oasys for astigmatism contact lenses when the event(s) occurred. The pt reported that he/she "couldn't get them out of my eye" but did not state which eye was affected. The pt did not indicate the wear or replacement schedules or the contact lens solution that he/she was using to disinfect the lenses. The pt did not provide the eye care professional's name(s) or contact info. Our firm has made numerous unsuccessful attempts to contact the pt for additional info and retrieval of the suspect product. A device history was not performed because we were not able to obtain the lot number(s) for the suspect product. This report is being submitted as worst case scenario. MDR reportable events are reviewed in quarterly management review meetings.